Manufacturer narrative:
(B)(4): physio-control examined the customer's device and verified the reported failure. Physio then replaced the power supply assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.physio further examined the removed power supply assembly and determined that the cause of the reported failure was an electrical short between legs 1 and 2 of a filter, designator fl10.

Event description:
The customer contacted physio-control to report that their device had failed a user test during the daily check of the device and that the unit would not power off when prompted. There was no patient use associated with the reported failure. Upon examination of the device, physio-control observed that the device was continuously resetting itself when trying to power on and that the unit could not be turned off when prompted. The device continuously resetting itself would not allow for the device to be used, if necessary.